Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that the stent failed to cross the lesion, and stent deformation occurred in vivo during positioning/advancement. It was detailed that when crossing the calcified lesion there was a fracture in the stent body, and consequent loss of use. The stent was replaced with another resolute integrity stent and the procedure was completed  successfully. There was no medical or surgical intervention needed to prevent a permanent harm. The event lead to or extend patient hospitalization. There was no permanent or brief injury. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was received for analysis. Kinks were evident to the hypotube. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts bunched, stretched and pulled forward. There was no evidence of stent fracture. Deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.